Manufacturer narrative:
Concomitant medical products: product ID: 3487a-33, lot#: v759826, implanted: (B)(6) 2013, explanted: (B)(6) 2022, product type: lead. Product ID: 3777-60, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2022, product type: lead. Product ID: 748940, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2022, product type: extension.. Other relevant device(s) are: product ID: 3487a-33, serial/lot #: (B)(4), ubd: 21-jun-2015, UDI#: (B)(4). Product ID: 3777-60, serial/lot #: (B)(4), ubd: 09-apr-2017, UDI#: (B)(4). Product ID: 748940, serial/lot #: (B)(4), ubd: 20-apr-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the battery was at end of life but the leads had high impedances. Patient wanted to be MRI capable. A new paddle was put in with no extensions or adaptors and the patient had a complete system replacement. The issue was resolved at the time of report. No symptoms were reported.